Event description:
It was reported that a pico device stopped functioning within 24 hours of placement. The patient did not report the failure to a healthcare professional so the situation was resolved after 4 days during a scheduled appointment where it was noted that the wound had deteriorated and the pico was removed.